Event description:
The erbe was connected to a disposable forcept to remove a large polyp. Energy was delivered once. The second time energy was attempted to be delivered error code m-100 came up and said service required. A different disposable was attempted, bovie pad checked first before a second erbe was brought in the room to finish the procedure. Biomed contacted right away.